Event description:
As reported via the (B)(4) database, the physician experienced difficulty retrieving the filter from the pt after carotid stenting. As per the procedural notes, at end of procedure, when withdrawing the angioguard device, it became engaged in one of the struts of the distally placed precise stent. The guiding catheter was extended into the carotid stent and the user was able to retrieve the device with no further complications. There was no report of any adverse event to the pt.

Manufacturer narrative:
After capture of the angioguard into the capture sheath, it was reported that the device caught on a stent strut during withdrawal. A guiding catheter was advanced into the stent and the angioguard was removed through it without difficulty. It was noted that the stent did not move and that there was no reported pt injury. The product was not returned for analysis. Per (B)(4): did review the device history records relative to the mfg, inspecting and packaging of lot 03983699. (B)(4). The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and/or vessel characteristics and is not related to a product quality issue.